Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet stopped charging, became unresponsive, and the touchscreen was nonfunctional after the user inadvertently slept on the device; the device had felt warm prior to failure, and the user confirmed multiple outlets and a working charger with another device. Symptoms included loss of device function with no reported adverse health effects. Outcomes included replacement of the ilet and arrangement for return of the original device. Investigation included customer troubleshooting and verification of external power sources. Investigation of this case revealed device damage consistent with physical stress and a charging failure leading to battery depletion. It was concluded, based on previously established findings for similar reports, that physical damage to the device likely led to charging and touchscreen failure.